Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred with the interventional wire (enroute 0.014'' guidewire) which required an unplanned additional stent to cover the dissection. The procedure was completed. There were no adverse health consequences/impact to the patient.